Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh was implanted. Dates not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2008 the patient underwent mesh implantation due to vaginal prolapse. The patient also had a cystocele, pelvic pain and an ovarian cyst. On (B)(6) 2009 the patient underwent mesh explantation due to vaginal mesh erosion and urinary incontinence as well as implantation of additional mesh. On (B)(6) 2012 the patient underwent mesh removal and revision due to exposed mesh and stitches ¿wrapped around mesh¿, with enterocele repair and anterior colporrhaphy.